Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead showed p wave oversensing. The device delivered an inappropriate shock due to the signal oversensing. After the data transmission was reviewed, a significant change in r wave morphology was observed. The system had been implanted a couple of months before. High pacing thresholds and abnormal impedance measurements within normal limits were reported. After an x ray analysis the lead was confirmed to be dislodged, also, the lead sleeve was reported to be loosened. The lead was repositioned at a surgical intervention. The patient was going to remain hospitalized until next system check. No additional adverse patient effects.